Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is not located in her right fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), menorrhagia ("prolonges periods/excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), nausea ("nausea") and retracted nipple ("retracted left nipple") and was found to have blood urine present ("blood in urine"). At the time of the report, the device dislocation, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, vaginal discharge, nausea, retracted nipple and blood urine present outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood urine present, device dislocation, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, retracted nipple, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is not located in her right fallopian tube/right coil missing in plaintiffs body') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), menorrhagia ("prolonges periods/excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), nausea ("nausea"), retracted nipple ("retracted left nipple"), abortion spontaneous ("pregnancy with miscarriage"), polymenorrhoea ("frequent menses"), incontinence ("incontinence"), cyst ("cysts") and pelvic pain ("pain"), was found to have blood urine present ("blood in urine") and uterine leiomyoma ("fibroids") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, vaginal discharge, nausea, retracted nipple, blood urine present, pregnancy with contraceptive device, abortion spontaneous, polymenorrhoea, incontinence, cyst, uterine leiomyoma and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, back pain, blood urine present, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, incontinence, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, retracted nipple, uterine leiomyoma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff information form received. Events" pregnancy with contraceptive, abortion spontaneous, polymenorrhoea, menorrhagia, incontinence, cyst, uterine leiomyoma, pain and device ineffective" were added. Patient date of birth was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is not located in her right fallopian tube/right coil missing in plaintiffs body') in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included skin rash, recurrent abortion, multigravida, parity 2 and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), menorrhagia ("prolongs periods/excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), nausea ("nausea"), retracted nipple ("retracted left nipple"), abortion spontaneous ("pregnancy with miscarriage"), polymenorrhoea ("frequent menses"), incontinence ("incontinence"), cyst ("cysts") and pelvic pain ("pain"), was found to have blood urine present ("blood in urine") and uterine leiomyoma ("fibroids") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, vaginal discharge, nausea, retracted nipple, blood urine present, pregnancy with contraceptive device, abortion spontaneous, polymenorrhoea, incontinence, cyst, uterine leiomyoma and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, back pain, blood urine present, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, incontinence, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, retracted nipple, uterine leiomyoma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Most recent follow-up information incorporated above includes: on 11-jan-2021: medical record received :lot number, reporter information, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is not located in her right fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), menorrhagia ("prolongs periods/excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), nausea ("nausea") and retracted nipple ("retracted left nipple") and was found to have blood urine present ("blood in urine"). At the time of the report, the device dislocation, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, vaginal discharge, nausea, retracted nipple and blood urine present outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood urine present, device dislocation, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, retracted nipple, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is not located in her right fallopian tube/right coil missing in plaintiffs body') in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included skin rash, recurrent abortion, multigravida, parity 2 and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), menorrhagia ("prolonges periods/excessive or abnormal menstrual bleeding"), dysmenorrhoea ("painful periods"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), nausea ("nausea"), retracted nipple ("retracted left nipple"), abortion spontaneous ("pregnancy with miscarriage"), polymenorrhoea ("frequent menses"), incontinence ("incontinence"), cyst ("cysts") and pelvic pain ("pain"), was found to have blood urine present ("blood in urine") and uterine leiomyoma ("fibroids") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, vaginal discharge, nausea, retracted nipple, blood urine present, pregnancy with contraceptive device, abortion spontaneous, polymenorrhoea, incontinence, cyst, uterine leiomyoma and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, back pain, blood urine present, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, incontinence, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, retracted nipple, uterine leiomyoma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Lot number: 619695, manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.